Event description:
Philips received a complaint from the biomed regarding a v60 ventilator, indicating that an alarm for pressure sensor auto-zero failure had occurred while in use on a patient, however there was no harm to the patient or user. To ensure uninterrupted patient care, the patient was placed on (nasal) cannula. No medical intervention was required and no delays in treatment were reported. According to the customers response to the remote service engineer, the clinical staff performed an assessment, verifying that all hoses, lines and masks were properly sealed and connected. Additionally, the biomedical team learned from customer that no further service from philips was necessary, though the reason unspecified. No further action required at this time. However, if additional information becomes available the complaint will be reopened for further review.